Event description:
The customer reported that the balloon deflates on its own. Additional information was received from the customer and stated that the patient had to return to the clsc for catheter replacement. The patient had no medical intervention or treatment, but the patient experienced increased infection risk and significant discomfort.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for the reported lot l24h3072s and as well as for the representative sample lot l24j3281s was reviewed and no anomalies related to the reported issue were observed.

Manufacturer narrative:
The device history record (DHR) for lot l25e4991s was reviewed and no anomalies related to the reported issue were observed. An unused, sealed representative sample from a different lot number (l24j3281s) was received for evaluation, and upon technical evaluation, the reported condition was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.